Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer while running shutdown. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/28/2015. The fse found a leak at solenoid sol60. The fse replaced the solenoid, which resolved the leak. The repairs were verified per established procedures. (B)(4).